Event description:
2024-11-18: integrum has been informed that axor ii (B)(6) has fallen off from the abutment. The exact date of event is unknown. No health consequences or patient injury reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. 2024-12-02: technical investigation of unit (B)(6) performed. During the investigation, the unit did not pass all functional test in regard to gripping. In addition, several components were found worn. During service, worn components were replaced and the device was functionally tested according to specification with approved results. The unit has not been sent to integrum for annual service according to instructions in the IFU. A feedback report will be provided to the customer highlighting the importance to send the axor ii for annual service as stated in the IFU.